Event description:
Pt had a spinal cord stimulator implanted. It stopped working in 2001 secondary to a malfunction. This type of stimulator is known to have major problems with corrosion, fracture of defective leads and electrical malfunctions. Routine x-ray, examination of the transmitter revealed no specific problem. The pt had to undergo a surgical procedure on spinal cord to remove a defective electrode and entire system and reimplant a new spinal cord stimulator.